Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) and the o2-cell was replaced and returned for investigation visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the expiratory channel printed circuit board (pcb), with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit board, which has led to a temporarily short circuit and generated several errors. The o2-cell was tested and worked as expected. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. There is no conclusion on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that during service for an unrelated complaint, a technical error code indicating an open safety valve was noted in the ventilator logs. There was no patient involvement. Manufacturer's ref #: (B)(4).